Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their parkinsons disease symptoms on the left side and high impedance readings were discovered on the left electrode. Therefore, the patient underwent a revision procedure during which the left lead extension was replaced. The patient is expected to fully recover postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025. Block d2b: additional pro code selection that applies to the indication of this device nhl.